Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 13.8mmol/l without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) completed troubleshooting and it was determined that the basal history does not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data revealed no abnormal pump behavior or related issues. The total daily dose history was appropriate per the user programmed delivery settings. The pump was manually suspended on (B)(6) 2015 at 14:28 and manually resumed at 15:29. No keypad response issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.